Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer's report that the pump segment of the tubing came off at the upper fitment was confirmed. Only the top portion of a primary infusion set from the drip chamber to the upper fitment component was received. Functional testing was not performed due to the separation. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a patient was walking out of the shower and noticed the pump segment of the tubing "came off" at the upper fitment. There was no patient harm.